Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had stage 2 implant morning of (B)(6) 2026. Later same day she presented to office with complaint that she had not been able to void since procedure and is experiencing pain and pressure. Pvr was 700 ml. Placed a catheter, and 600 ml drained from bladder. They returned on (B)(6) 2026 for catheter removal and voiding trial which she passed. It was not related to the therapy or device but casually related to the implant procedure. Resolved without sequelae (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.